Event description:
Increased bleeding.

Manufacturer narrative:
It was reported that the patient experienced bleeding that required surgicell to acheive hemostasis. "Infant discharged home later same day as procedure". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.